Manufacturer narrative:
This supplemental report is being submitted to provide the correction the initial report was sent in error as the incorrect product information was mentioned in the complaint.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscopic image on the video system center suddenly froze. After approximately 15 minutes, the image resumed and the procedure was able to continue. However, shortly thereafter, the screen went completely black. The issue was found during therapeutic retrograde intrarenal surgery procedure. There were no reports of patient harm.